Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was at her physician¿s office for a routine check-up when her cgm alerted with a reading of approximately 70 mg/dl. A fingerstick test was performed, showing a blood glucose level of 500 mg/dl. The patient reported symptoms including thirst, dizziness, nausea, and headache. Following her physician¿s recommendation, the patient drove herself to the emergency department (ed) located across the street, arriving at approximately 11:30 am. Upon arrival, hospital staff removed the patient¿s dexcom cgm device (the patient could not recall the cgm reading at that time). A fingerstick test was performed, but the patient was unable to remember the result. The patient received intravenous insulin and an unspecified medication for nausea. She was discharged later that day at approximately 9:30 pm. No additional medical evaluation or intervention was documented. At the time of this report, the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.